Manufacturer narrative:
Film evaluation summary: the exact source/cause of the endoleak observed during implant could not be determined from the short video returned. The anatomy at implant is unknown, and post-implant CT¿s were not provided therefore a complete assessment of the stent graft in-vivo configuration could not be performed. A single returned 7-second video of an angiogram during implant revealed that a single valiant had been implanted in the patient¿s thoracic. The device was sharply angulated at the stent graft mid-length; an angulation of ~90 deg was measured from the distal end relative to the proximal bare stent. Due to this acute device angulation there was appreciable stent overlapping seen at the mid-level. Contrast injection from within the 1st covered stent showed widespread contrast blush which appeared to be coming from along a 2 ¿ 3cm length section of the mid-length stents, along the left/outer curvature which was likely filling the false lumen or taa. This appears most likely to have been an acute type IV blush endoleak caused by fabric porosity. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen, and only a single imaging view point (a-p) was observed in the films provided; thereby, making determination of the endoleak difficult. It is possible that the acute stent graft angulation, with resulting stent overlapping and potential fabric stretching, may have exacerbated the level of contrast seen from this likely type IV endoleak. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. Pending planned follow-up to verify if the endoleak self-resolved; thereby likely confirming the type IV endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft system was implanted in a patient for the endovascular treatment of a 150mm thoracic aorta dissection. It was reported that the stent graft was implanted successfully but abnormal and severe membrane leakage was then observed. A large amount of contrast agent entered the vascular lumen though the stent graft. As per the physician, the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is being monitored.